Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified mid to distal right coronary artery (m-drca). After predilation, a 32 x 2.25 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent had lifted. The procedure was completed with another promus premier¿ drug-eluting stent. No patient complications were reported and the patient's status was good.